Event description:
Customer reportedly received the following results on an unspecified aviva system within 10 minutes: 255 mg/dl and 126 mg/dl. The night before, at an unknown time, customer had taken insulin after receiving a result of hi (result over 600 mg/dl). Customer had been given sugar water via IV at an unknown time prior to the comparison results listed. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.